Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device did not achieve the desired tidal volume. - this occurrence was noticed during patient ventilation. - intermittent alarm was observable both visually and through hearing. No further details about the alarms were reported to hamilton. - the device log files were provided to hamilton. No technical failures nor technical events (tf/te) appeared in the device log files. - this malfunction was reproducible. - there is patient involvement reported. This event occurred during patient ventilation. - there is need for medical intervention reported. The ventilator device was exchanged. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** . Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device did not achieve the desired tidal volume. This occurrence was noticed during patient ventilation. Intermittent alarm was observable both visually and through hearing. No further details about the alarms were reported to hamilton. The device log files were provided to hamilton. No technical failures nor technical events (tf/te) appeared in the device log files. This malfunction was reproducible. There is patient involvement reported. This event occurred during patient ventilation. There is need for medical intervention reported. The ventilator device was exchanged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.